Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: leakage was found in the catheter seat place during the use of the product.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9170827. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. To address this issue the molding cavity has been optimized to increase resilience of the adapter during the swaging process . H3 other text : see section h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: leakage was found in the catheter seat place during the use of the product.